Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging headache, sneezing, dizzy. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, sneezing, dizzy. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dirt contamination. The dust/dirt contamination found inside the bottom of the device casing, within the blower motor housing, at the air inlet, and at the iso port are inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device signs of water ingress in the blower box and on the blower motor, mineral deposits, discoloration. There was a fine, black contaminate found on the back of the lcd panel and the sides of the device housing. There was no evidence of a thermal event, suggesting that a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination . There was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.